Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional pertinent information becomes available, a supplemental report will be submitted.

Event description:
The event involved an unspecified plum 360 in which the customer reported had an accuracy issue on an unspecified date. It was reported that umbilical artery catheter (uac) fluids were running at 2 ml/hr went into keep vein open (kvo) mode after 1 hour of programmed volume to be infused (vtbi) and kvo was reported to be infusing at 0.1 ml/hr and 1 hour programed total volume to be infuse vtbi discrepancy in amount and time delivered with same infusion. The patient was removed from the pump and new fluids and tubing were hung at 1800hrs. There was patient involvement, a delay in therapy but no harm was reported as a consequence of this event.

Manufacturer narrative:
Additional information: information was provided regarding possible serial numbers of device that may have been used: 44425147; manufacturing date: 6/1/2021. 44413661; manufacturing date: 3/1/2021. 44428050; manufacturing date: 7/1/2021.

Manufacturer narrative:
Additional information in section b5

Event description:
The customer reported that the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to 6 hours, no issues were encountered.